Event description:
It was reported that the patient presented in clinic for follow-up. A device interrogation revealed that the patient's implantable cardioverter defibrillator (ICD) exhibited far r wave oversensing which caused inappropriate automatic mode switch. Programming changes were made. The patient was stable throughout.